Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00838, 3005168196-2018-00840.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs) and ruby coils. During the procedure, the physician was unable to fully advance a podj and a ruby coil out of the distal tip of a lantern delivery microcatheter (lantern) because the coils were too large. The physician therefore removed the podj and the ruby coil and placed them on the back table. Later in the procedure, the physician attempted to reuse the podj and ruby coil, however was unable to advance the coils out of their introducer sheaths and into the lantern. The physician attempted to place another podj, however lost access with the lantern and diagnostic catheter, causing the podj to break in half. The physician attempted to remove the podj; however, the sr wire inside the podj then snapped in half, and the podj unraveled. The physician attempted to pull out the podj by pulling the sr wire, however, was unable to remove the embolization coil. The physician, therefore, cut the sr wire of the podj and pushed the embolization coil into the target location. The embolization part of the procedure ended at this point. There was no alleged deficiency against the lantern and there was no report of an adverse effect to the patient.